Event description:
The customer reported that the system displayed an error message and that the footswitch would stick. No patient injury was reported.

Manufacturer narrative:
A ge service representative instructed the on-site engineer to disconnect the hand switch, reboot the system, and then reconnect the hand switch. The system operates as intended.